Event description:
Related manufacturer reference number: 2017865-2022-19879. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, under sensing, and p wave amp variation on the atrial (ra) lead. Device interrogation revealed failure to capture, under sensing on the implantable cardioverter defibrillator(ICD). No changes or interventions were performed. The patient was in stable condition.